Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that during the implant procedure when the physician connected the lv lead to the device, there was a lot of noise and the pacing lead impedance and threshold were not stable. The lead was disconnected and reconnected several times but the problem was still present, so the device was replaced. This device was not implanted. No patient complications have been reported as a result of this event.